Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis was manifested by diarrhea, abdomen pain and cloudy pd fluids. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient underwent unspecified treatment for the peritonitis event. Twenty-one days after onset, the pd catheter was removed, dianeal therapies were discontinued and patient was indicated to be transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.